Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was filled with 10cc of water on the day of placement. Urine leakage was found on the 8th day of use and the balloon was found to have deflated. The user then removed water to find that only 7cc was withdrawn. The catheter was allegedly filled again with 10cc of water. On the 9th day, the catheter fell out and balloon breakage was discovered. Additional information was received from the ibc, via email, on (B)(6) 2018 that there were no missing pieces for the balloon break.

Event description:
It was reported that the catheter was filled with 10cc of water on the day of placement. Urine leakage was found on the 8th day of use and the balloon was found to have deflated. The user then removed water to find that only 7cc was withdrawn. The catheter was allegedly filled again with 10cc of water. On the 9th day, the catheter fell out and balloon breakage was discovered. Additional information was received from the ibc, via email, on 05oct2018 that there were no missing pieces for the balloon break.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found sac burst along lumen. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex"